Event description:
Patient's family member reported that there was a memory issue with the meter. The family member claims there was a reading in the meter's memory in 2002 at 2:12 am and that there was no test done at this time on this date. Meter was replaced. No further information was reported.